Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found no pass on brush due to clog in the biopsy channel and had a kink on insertion tube (55m) and the suction flow was slow. Additionally, they were unable to perform the dunk test due to the clog. The light guide lens had small cracks. The bending section cover glue was damaged. The device had low angulation. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope biopsy port was clogged and unable to pass brush or forceps though. The issue was found during an unspecified procedure. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
H10: additional information including reprocessing steps was unable to be obtained following three unsuccessful attempts. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material clogging the biopsy channel could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. - IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.